Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the curved bipolar dissector instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.55mm x 0.17mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to damage from applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal.

Event description:
It was reported that the tip of a curved bipolar dissector instrument was broken. The procedure was completed with no reported injury.